Event description:
Customer reported cracks on the screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was required.